Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No frozen display or numbers ramping up noted. Device had cracked display window corner, scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the numbers on the screen started ramping when trying to program a bolus. The customer also stated that the buttons were not responding and the device seemed to be frozen. The customer confirmed the time on screen was advancing. Customer's blood glucose value was high at 417 mg/dl; treated with manual injection. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.